Event description:
Abbott diabetes care received a medwatch report which reported the following information: a pharmacist reported on behalf of a customer indicating the detachment of two adc devices only on (B)(6) 2022. No further information was provided. There was no third-party treatment reported. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The consumer reported issues with 2 adc sensors, both with unknown serial numbers. This report covers both sensors. The device manufacturing date is unknown. The date entered is when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.